Manufacturer narrative:
The product was returned missing components necessary for testing the reported issue. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information the investigation determined that the reported difficulty and subsequent treatment appear to be related to circumstances of the procedure. Based on the reported information there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6fr sheath hole prior to an interventional thoracic aortic aneurysm (taa) procedure. Reportedly, the blue suture of two proglides were found broken. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 14fr sheath and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.